Event description:
Subsequent information was received stating, the patient presented to the emergency room complaining of chest tightness at the center of the chest and slight shortness of breath. The patient was given nitroglycerin but the discomfort was not completely relieved; the patient was admitted. Medications given were effient 10 mg qd; asa 81 mg od; lopressor 50 mg od; crestor 20 mg qd, and nitrostat prn. The patients cardiac enzymes were 11:09 am ck 75; ckmb 1.6; troponin 1 <0.05; 18:04 pm ck 65, ckmb 1.1; troponin 1 0.0. The patient had a stress test noted as 'baseline EKG normal with no st-t changes"; and ekgs described as normal sinus rhythm. The patient was not diagnosed with myocardial infarction and no intervention was performed. The patient was discharged on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of myocardial infarction as listed in the promus everolimus eluting coronary stent system instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device remains in the patient. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2012, 465 days post index procedure, the patient experienced a myocardial infarction with recurrent ischemic symptoms lasting 10 minutes or more. Cardiac enzymes were performed. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Removed disability or permanent damage - correction. (B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina and dyspnea as listed in the promus everolimus eluting coronary stent system instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.